Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) despite the t-wave oversensing (twos) discriminator suspending therapy. It was further reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). It was noted that the patient almost fell on the deep sea due to loss of capture when the patient was inappropriately shocked. Medication was administered to reduce the t-wave oversensing (twos) when premature ventricular contractions (pvc) occurred. Reprogramming was done, but there was no benefit in reducing twos with programming. The patient will be monitored, and the device and lead remain in use. No further patient complications have been reported as a result of this event.